Event description:
During the infusion of the blincyto (blinatumomab), the alaris pc unit, model 8015, turned off. When the nursing turned it back on the alaris pc unit displayed "system error, operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off. Code 133.6080". Alaris pc unit swapped out with another, infusion completed without further incident. No untoward patient effects.